Manufacturer narrative:
Continuation of d11: product ID 3587a lot# la0572 serial# implanted: 2002-(B)(6) explanted: 2019-09-04 product type lead h3: analysis of the implantable neurostimulator found insignificant anomalies and the ins was functionally okay. Analysis of the lead found the #0 and #1 conductors were broken 1.8 cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there were high impedances in contacts 1<(>&<)>2. Unsure as to why this suddenly happened. Rep programmed 3<(>&<)>4. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had a sudden loss of therapy. The rep ran impedances on the day of the report and everything was ¿fine¿, and nothing was out of range. The rep reported that the patient was initially on 0, 1, 2 contacts and then switched the patient to 2, 3 and the patient was now feeling stimulation. Impedance reading values were as follows: 01 - 2790 02 - 4308 12 - 2758 23 - 705 no further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). The product was removed and returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a sudden loss of stimulation. The patient increased intensity to max and still had no stim. The rep was going to troubleshoot with the patient on (B)(6) 2019. No further complications were reported.